Event description:
(B)(4). The dentist reported that a month after the dental implant was installed in intraoral region #28 it was verified its non osseointegration. 80 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type I.

Manufacturer narrative:
(B)(4).